Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05441. It was reported the patient has not been receiving adequate coverage. An impedance check was performed and revealed several invalid contacts. X-rays were taken and revealed the lead was slightly disconnected from the ipg. During surgical intervention, the lead was repositioned and reconnected to the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.